Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the ccd image failure. Based on the result, we concluded that it was caused due to the leakage occurred in the ccd module. In addition, we confirmed that the air/water nozzle clogged, the air/water channel clogged, the suction channel technical required, the lg cable connector assy fluid damage; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR. Correction information: g6: follow up #1. H6: coding changed based on the investigation result.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The a/w connector is loosened and leaky. This event occurred at the time of before use. There was no report of patient harm.